Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52 the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device reached elective replacement indicator (eri) early. It was also reported that the right atrial (ra) lead had high thresholds, a rise in impedance with loss of capture due to a possible lead fracture. The device was explanted and replaced. The ra lead was explanted and during the replacement with a new ra lead there was suspicion of a perforation. The ra lead was removed and replaced with a new lead for safety. No further patient complications have been reported as a result of this event.